Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient passed away due the head bleed post fall.

Event description:
It was reported that the patient had a head bleed post fall and was found down and unresponsive. The patient passed away due to heart failure. The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.